Event description:
It was reported, via the sales rep that the first fixation screw would not engage with the targeting jig. The customer reported that they opened another instrument set but experienced the same issue with the second fixation screw. The customer further reported that they opened a third instrument set which they used successfully to complete the procedure afer a ten min delay with no adverse consequence to the pt. The customer further reported that on visual inspection, the thread on the screws looks abnormal.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided on a supplemental report.